Event description:
The user facility reported that a patient was seen for a right femoral access angio. The patient was acute kidney injury (aki), so the doctor gave the contrast a break. The patient was kept through the weekend so the procedure could be performed monday. The night on (B)(6) 2023, the angio-seal closure device popped loose after standing from the toilet creating groin complicate ion. The patient was then admitted to the unit. They could not get good manual hemostasis which resulted in the patient hemorrhaging. Two (2) units of blood was needed. There was no retro-bleed however there was a peritoneal hematoma. Patient was in stable condition and healing. Estimated blood loss was greater than 250 ccs. The event occurred post-treatment. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. A review of the device history record of the product code / lot# combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, update section d6a and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication resulting in bleeding/hematoma. However, the exact root cause was unable to be determined. The likely cause was determined to have been an issue with procedural technique resulting in a closure complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 20 jul 2023: the angio-seal was placed on (B)(6)2023.